Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, a non specific product performance anomaly occurred, and the physician decided to finish the procedure with another lead. No adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in <<an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, a non specific product performance anomaly occurred, and the physician decided to finish the procedure with another lead. No adverse patient effects were reported. This lead has been received for analysis.